Manufacturer narrative:
The recipient has been prescribed two antibiotic courses so far, however, the recipient was allergic to one and the other did not work. The recipient is now on a nerve acting medicine called gabapentin. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly given an initial test which included an injection of steroids into the nerves. A second test will be completed in 3 months. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed a 30 day ciprofloxacin regimen. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly still experiencing pain with and without device use. The recipient is taking gabapentin 600mg three times per day, duloxetine and levothyroxine. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding recipient status were unsuccessful. The recipient remains implanted. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain around the implant site. The recipient has been a non-user since (B)(6) 2019. The recipient was given a nerve block injection and prescribed pain medication, which helped relieve the pain temporarily. The recipient is now experiencing pain, a heating sensation, and non-auditory sensations.